Manufacturer narrative:
Upon investigation, it was found the qc editor is working as designed to remove the source comments when merging with a study. Merge pacs was performing as expected and did not fail to meet specifications.  Comments are typically used for supplemental information. Merge healthcare improved merge pacs labeling to better clarify the systems functionality when merging two studies. Merge pacs version 7.1.2 will provide an option for comments to be transferred when studies are merged.  At this time, the investigation is complete and no further actions are required.

Event description:
(B)(4). Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On (B)(6) 2017, a customer reported that when two studies were merged using the qc editor, the study comments made on the source study were not retained and moved to the target study. The loss of the comments may lead to a delay in patient care or misdiagnosis. However, the images are available for dictation and there has been no report of harm to a patient due to this issue. (B)(4).